Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine check. Upon interrogation, the right ventricular lead exhibited high impedance. No intervention was performed. The patient was fine and would continue to be monitored.